Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting in (B)(6) 2018, some affected electrode channels were found. The recipient describes having intermittent hearing over the last couple of weeks. There is no report of accident or trauma. Explantation of the concerned device was carried out.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting affected channels were found. Patient describes having intermittent hearing over the last couple of weeks. There is no report of accident or trauma. Re-implantation is scheduled.